Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed the reported event was caused by the defect of the circuit board for recognizing the 180/160 series endoscopes. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) for evaluation. Evaluation of the subject device by oekg confirmed the followings; oekg could reproduce the reported event. Defect of the phase alternating line (pal) board of the subject device was noted. Therefore, oekg judged the reported event was caused by the defect of the pal board of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
No endoscopic image was displayed when this device was being used with olympus 160-180 series endoscopes. There was no report of patient injury associated with this event.